Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported display is a white screen when ac is connected. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 11dec2018. Multiple attempts were made to obtain further information regarding the resolution, however no response was received from the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.